Event description:
It was reported intermittent occlusion alarms reported. There was no adverse impact on the customers blood glucose level. Occlusion alarms were resolved with a full supply change and insulin therapy was resolved.